Event description:
The inr test strips readings could have caused major deadly results. We experienced many adverse reaction to self due to faulty reading. Weekly inr tested with coagulation meter and coaguchek xs pt test strips to determine amount / dosage of warfarin to be dispensed by dr (B)(6). Now they sent new test strips, but found out same ones on recall - the other not on production yet. They are to send new meter and strips and return the other one we use. Inr extreme high reading and/or irregular reading which lead to warfarin adjustments. Defective strips for inr readings; coaguchek xs pt test 6 test, test strips.